Event description:
It was reported that the surgeon had shown the sales representative an x-ray indicating that the plate had subsided so he decided to revise. He wanted to replace it with a long stem component. No x-rays will be made available.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.